Event description:
It was reported that during an unk procedure, the surgeon used this device for 3 firings. First firing was absolutely fine, 2nd firing created a massive bleed which was undetected until the after the 3rd firing which was also fine. It appears on inspection of the kidney which was removed the 2nd artery was cut but absolutely no staples were detected on or near the vessel. They were able to open the patient and complete the operation. The patient is fine but did have to have a large incision and blood transfusion.

Manufacturer narrative:
(B)(4). Date sent: 5/15/2024. Exact event date unk, entered 1/1/2024 as only the year was provided. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: I have been informed by this surgeon who completed the operation, that unfortunately this patient has died this morning. Cause of death is obviously unknown at the moment. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the surgical procedure? What were the indications for procedure? What was the exact name of the vessel the pvs device was fired upon? In 2nd transection did they obtain appropriate hemostasis initially after firing? What were the indications for surgery? What is the surgeon¿s experience with the pvs device? What was the approximate width of the compressed vessel? Did the surgeon wait 15 seconds prior to firing? Did the surgeon ensure that the complete width of the compressed vessel was proximal to the cut line on the device? Did the surgeon confirm that no extraneous tissue was distal to the cut line within the jaws? What was the pre and postoperative anti-coagulant and pain management protocol? Was there calcification of tissue that impeded clamping or cutting? Were there any pre-exiting patient conditions? Any clips, clamps, or graspers near the area where the device was being fired? Please provide a timeline of events that lead to the patient's death. Are any surgical videos available? Is there an autopsy report available? What was the cod? Is the surgeon interested in speaking with ethicon medical and engineering staff? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 6/11/2024. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: what was the surgical procedure? Left donor nephrectomy & auto transplant what were the indications for procedure? Bilateral renal calculi & long native uretric structure. What was the exact name of the vessel the pvs device was fired upon? Left renal artery. In 2nd transection did they obtain appropriate hemostasis initially after firing? 1st fire sound, 2nd fire bleed, 3rd fire sound what were the indications for surgery? As above in q 2. What is the surgeon¿s experience with the pvs device? Around 150-200 firings ¿ 2 reloads per stapler- in year 3 of using the device what was the approximate width of the compressed vessel? 3mm. Did the surgeon wait 15 seconds prior to firing? Yes. Did the surgeon ensure that the complete width of the compressed vessel was proximal to the cut line on the device? Yes. Did the surgeon confirm that no extraneous tissue was distal to the cut line within the jaws? Yes. What was the pre and postoperative anti-coagulant and pain management protocol? Pre- nothing post ethoxaparin 40mg, heparin 2000m on table, aspirin 75mg was there calcification of tissue that impeded clamping or cutting? No. Were there any pre-exiting patient conditions? No. Any clips, clamps, or graspers near the area where the device was being fired? 2 clips to proximalvessel ¿ almost sure I stapled above the clips please provide a timeline of events that lead to the patient's death. Operation tues ¿ 10hrs operation- 2000ml blood loss estimated restday 4 ¿ well and recovering day 5 sudden cardiac arrest . No cause found. Are any surgical videos available? No. Is there an autopsy report available? Yes. What was the cod? Likely pulmonary embolism which had been treated with 2 hours of CPR. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 8/14/2024. Additional information was requested and the following was obtained: surgeon stated that all staff, surgeons and nurses, have been through extensive training with product and have used device exclusively for three years. Procedure was a living donor auto transplant, which hospital is very experienced with, doing about 3 a week. The patient presented with kidney stones and sepsis. Multiple stents were previously placed by a urologist. Patients right kidney was 60% overall function and left was 40%. Patient had no other medical conditions. During the procedure, the surgeon noted that the upper vessel was small, about 3mm. Stapled across the lower renal artery with no issue. When placing clips on the upper renal vessel, placed 2 clips where vessel comes out of aorta. Held for 10 seconds then there was a rush of blood. Surgeon was not able to get bleeding under control laparoscopically. Kidney was removed and moved to the back table to keep vascularized while procedure was converted to open to attempt to control bleeding. Surgeon confirmed he did not fire over previous staple line. No staples were found on the renal artery. Bleed was controlled by firing with the same gun but a different reload. Procedure was then switched back to laparoscopic to complete. This added 2-3 hours to an already 7-8 hour procedure. Post procedure, patients kidney function was good. Procedure was completed on a wednesday night. The following sunday, the patient crashed. Patient was brought back to the operating room for a reoperation. Reoperation and extensive resuscitation methods did not work and patient passed away. Surgeon attended the post-mortem exam and stated that there were no staples on the upper artery. No straightforward cause of death was determined. Stated that the theory is that the patient suffered a pulmonary embolism. The patient was previously on a blood thinner for dvt but operating surgeon does not believe this was the cause of death. Surgeon stated that the patient had a massive renal pelvis which was stitched onto the bladder. However, the vessels around the aorta were normal. There was some scarring on the back of the kidney but the vessels were normal. No calcification on the renal artery. Correct geographical location is northern ireland.